Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer that the patient required a revision surgery because of a staged revision approach, requiring the implanting a cement spacer due to peritibial cystic loosening with infection. The tibial component demonstrated loosening. With the talar components the morse taper between the talar dome and the talar stem had not been properly engaged and inspection after removal of the talar stem revealed delamination of the plasma coating.

Manufacturer narrative:
Correction to h3(device evaluated by mfg) the reported event could not be confirmed, indeed the product was returned for evaluation, but it does not matches the alleged failure. During visual & functional inspection of returned device it was observed that the talar dome and the tibial stem fits perfectly during functional inspection and all dimensions are as per the specification, there were deep scratch marks present between the pegs, made by hard instrument, by this action the coating got peeled off. Hence, there were signs of delamination of plasma coating and tear of poly component edges after explantation. It is no longer possible to determine whether the coating came off postoperatively or during explantation. Microbiologists reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported by the customer that the patient required a revision surgery because of a staged revision approach, requiring the implanting a cement spacer due to peritibial cystic loosening with infection. The tibial component demonstrated loosening. With the talar components the morse taper between the talar dome and the talar stem had not been properly engaged and inspection after removal of the talar stem revealed delamination of the plasma coating.